Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event. Please see reports: 0001822565 - 2018 - 00459, 0001822565 - 2018 - 00460, 0001822565 - 2018 - 00462. Concomitant: unknown part/lot; femoral head, femoral stem, acetabular liner. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is experiencing pain post-primary total hip replacement. No revision has been reported to date. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Concomitant medical devices - part: 00877504002 name: biolox delta fem head, 40mm, lot: unknown; part: 00784301436 name: versys 6 inch beaded fc stem lot: unknown; part: 00630505840 name: modular cup neutral liner lo lot: unknown; part: 00620205820 name: tm modular cup 58mm multi-ho lot: unknown.